Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision surgery in which the entire system was explanted and not replaced. No additional adverse patient effects were reported. This ICD has not been received for analysis.